Event description:
It was reported the rigid video scope had a poor picture and cannot be focused. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "picture poor, cannot be focused" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and the r-unit (charged coupled device) is broken. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. The r-unit is broken and therefore the pixelshift is incorrect. The video cable is broken and therefore the 3d image has defects or is not displayed. A definitive root cause could not be identified for the broken video cable or broken r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a poor picture and cannot be focused. There were no reports of patient harm.